Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, no telemetry could be established with the device, no interrogation could be performed and no tones were elicited what magnet application. The device case was opened and visual inspection revealed that there was extensive arcing damage to the flex hybrid on the high voltage capacitor and battery arm right around the hybrid spacer alignment post. This damage is consistent with damage to the flex hybrid on the battery and high voltage cap arm when the flex is pushed onto the clear plastic spacer over two guide pins during the manufacturing process, which leads to arcing between the high voltage and ground traces in the hybrid flex that then results in extensive high energy overstress damage to the device and no therapy available. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
This device has been received for analysis. When testing is complete, this report will be updated.

Event description:
Boston scientific crm received information that this device could not complete a successful transmission of information via the latitude system. When the patient was brought in to the following physician's clinic for evaluation, the device could not be interrogated and no tones were elicited with the use of a magnet. The patient reportedly had a mammogram approximately four months prior, however, latitude transmission had been successful up until this time. The device was explanted and returned for analysis. No further adverse patient effects were observed.